Event description:
It was reported that the patient with this bundle of his had exhibited infection. A revision was performed and the crt-p, along with the right atrial (ra) lead, right ventricular (rv) lead and bundle of his lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).